Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of patient with pancreatic cancer on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous. The device was passed through the ascending part of the duodenum to the treitz ligament. During deployment, resistance was encountered when the physician attempted to withdraw the handle. A second attempt was made to withdraw the handle and deploy the stent; however during this attempt the proximal handle detached. As a result of the handle break, the stent was unable to be deployed. It was also reported that the working length of the device was kinked/accordioned. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath was retracted from the distal tip. A kink was present in the clear outer sheath of the stent. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. It was noted that the blue outer sheath was accordioned for a distance of 9 mm distal to the distal handle. There was no issue in the movement of the outer sheath. No issues were noted with the profile of the deployed stent or inner lumen. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was intended to be implanted within the duodenum of patient with pancreatic cancer on (B)(6), 2010. According to the complainant, the patient's anatomy was not tortuous. The device was passed through the ascending part of the duodenum to the treitz ligament. During deployment, resistance was encountered when the physician attempted to withdraw the handle. A second attempt was made to withdraw the handle and deploy the stent; however during this attempt the proximal handle detached. As a result of the handle break, the stent was unable to be deployed. It was also reported that the working length of the device was kinked/accordioned. The device was removed from the patient without issue. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.